Event description:
Ran a test scan for rfid compatible sponges present on surgical field while sponges were present and visible. Machine result read as "clear". Serial number: (B)(6). Rn clinician notified and contacting device rep. Device replaced with substitute and counts completed per policy.